Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's surgery for replacement of his scs ipg (ref. Medwatch report #1627487-2014-15091), the physician was going to replace the patient's leads. However, due to scar tissue the physician was only able to implant one of the leads. The procedure was reportedly extended b approximately one hour.